Event description:
It was reported to philips that the device shut off during cardiac arrest treatment using the backup battery. Once the device was connected to ac power, the device provided monitoring/therapy. The patient expired.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device shut off during cardiac arrest treatment using the backup battery. Once the device was connected to ac power, the device provided monitoring/therapy. At this time, we are considering this to be a serious injury.

Manufacturer narrative:
A philips clinician reviewed the electronic event files. The first event file at 07:15:33 showed the device powered on in manual mode, 0:01 et (elapsed time) ¿ defibrillator pads in place, 0:20 et ¿ ¿battery critical¿ message, 0:25 et ¿ device off. The second event file at 07:20:06 showed device powered on in manual mode, 0:01 et ¿ defibrillator pads in place, chest compressions initiated, 5:20 et ¿ device charged to 150j, 5:53 et ¿ charged energy manually disarmed, 9:17 et ¿ device charged to 150j, 9:31 et ¿ charged energy manually disarmed, 14:53 et ¿ device off. The device and three batteries were returned to the philips repair center for evaluation. The philips technician fully evaluated the device and found performance to be within service manual specifications. The batteries were identified to be over two years old with written calibration dates outside of the manufacturer¿s six-month calibration recommendations. Two of the batteries returned showed one blinking led indicator and the third battery was fully charged upon return to the bench. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. The customer was provided additional information related to maintenance and care of the mrx battery. Conclusion: this defibrillator shut down after a ¿battery critical¿ message alerted the users to the low battery state. This notification alert indicated that the device was operating properly.